Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer service team provided complete pump reset information and assisted the caller in performing a pump reset.